Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper syndrome are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a peristomal infection in the peg tube area with stoma site erythema. On (B)(6) 2019, it was reported that the patient experienced buried bumper syndrome of jejunal tube into the peritoneal cavity. The patient was treated with antibiotics ciprofloxacin and ceftazidime for an infection and a lumbar abscess. It was not clear if the antibiotics were indicated for the peristomal infection and/or buried bumper syndrome of jejunal tube into the peritoneal cavity. At the time of report, the peg tube remained in place.